Manufacturer narrative:
Medical records have been requested by the manufacturer and have not been obtained to date. At this time a serious injury cannot be ruled related to all 3 reported events as the medical records/clinical data has not been received. Upon receipt of medical records and the completion of the plant investigation, a supplemental MDR will be filed and clarification regarding reported peritonitis as related to the device(s). Please reference the following MDR report numbers related to this report: 2937457-2013-00064, 2937457-2013-00066, 8030665-2013-00317, 8030665-2013-00318, 8030665-2013-00319.

Event description:
A peritoneal dialysis patient contacted technical support with regards to cycler alarming drain line, fill complication and heater bag not detected. Patient was not able to clear the messages, disconnected from the cycler and continued manually. Patient stated that for the past three mornings when removing the tubing set from the cycler, the inside of the cycler has been wet. The patient was given prophylactic antibiotics on (B)(6) 2013 and his effluent had been clear at this time. On (B)(6) 2013, the patient complained of abdominal pain and his effluent was cloudy. The patient was confirmed with peritonitis and was admitted to the hospital (date not given) for treatment. Rn states that the patient recently was discharged from the hospital (date not given).